Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the wire lumen of the aspiration catheter became torn. The physician inserted the aspiration catheter through the guide catheter into the pt's vessel. The physician performed aspiration multiple times successfully. The physician inserted a balloon catheter into the vessel; however, there was thrombus in the area. The physician decided to use an additional aspiration catheter and inserted the device into the vessel. The physician aspirated the vessel with the aspiration catheter. The physician removed the aspiration catheter from the guide catheter and observed on the angiography that additional thrombus was still in the vessel. The physician attempted to re-insert the aspiration catheter into the guide catheter and advanced it forward; however, into the wrong vessel. The physician attempted to remove the aspiration catheter from the guide catheter, however, the aspiration catheter became stuck inside the guide catheter. The physician decided to remove all the devices together from the pt. Once the devices were removed form the pt, the aspiration catheter was removed from the guide catheter and the wire lumen of the aspiration catheter was noticed to be torn. The pt is reported to be fine.